Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited a high rate non-sustained episode and an atrial tachycardia/atrial fibrillation episode that appeared to be noise on both the right ventricular (rv) lead and right atrial (ra) lead. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.